Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported her daughter's blood glucose and insulin history is as follows. She noticed the cannula was lying on top of her skin. The pod was deactivated and discarded.